Event description:
During the recent review of the pt's medical records provided by legal the co was informed that the pt reportedly has chronic otitis media with effusion and was prescribed floxin drops and ceclor antibiotics (type unk) to treat the drainage from the pe tubes. In 2005, the pe tube was removed and a new pe tube was placed via the microdissection procedure. The pt was also subsequently prescribed steroids to address the issue.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt was monitored in the center following the procedure, and the pt continued to use the device. The pt's device remained implanted. This is the final report.